Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received stryker collaborative study named a retrospective data collection of fixation of osteotomies and arthrodesis in the foot with the claw ii plating system that contains collected data on the usage and the outcomes of claw ii plating system. The report details analysis provided for procedures performed between september 8, 2018 ¿ november 27, 2018. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: early infection secondary to an incision complication. That patient underwent debridement and removal of the claw ii plate, without reinsertion of additional hardware in 1 case.